Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that following a completed treatment when removing the supplies he found fluid leaking from the cassette. During follow up the patient's nurse reported the patient did not have any adverse event and was not prescribed any antibiotics. The set was discarded.